Event description:
Customer reported device = 300 mg/dl. Customer went to the doctor. Doctor's device = 126 mg/dl. Doctor gave more medication. Controls were used but uncertain if values were within range. A request was made for return product and replacement product was sent.